Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the drive support cap is sticking out. The blood glucose level was 200 mg/dl at the time of the incident. Troubleshooting assisted for damage and reported that the drive support cap casing popped off pump. Customer advised to ensure they are disconnect from the pump and pump will need to be replaced. Customer advised customer to follow their medically prescribed back up plan. Customer wife agreed to the cot pump but did not agree on sending the out of warranty pump back. Customer mentioned that, his wife no alarm went off still getting fill tubing on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked lcd window and loose/protruded drive support disk.